Event description:
Additional information received noted the doctor tried to insert the lead many times into the neurostimulator and it would not go in all the way. They tried to unscrew the screw and it would not go in all the way . They checked impedances and they were all above 4000 so they knew it wasn't in correctly. They opened a new neurostimulator and the lead went in fine right away. There were no complications to the patient. The patient recovered without sequelae.

Manufacturer narrative:
Final analysis of neurostimulator model 3058, serial # (B)(4) showed no anomaly found.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported there was an issue with the ins at surgery. They could not insert lead into header block. Interstim blue tined lead used. Lead was from trial period. They tried methods typically recommended but this didn't resolve issue. They were able to get about 2.5 electrodes in the port and then something seemed to be blocking the way. They replaced the ins and the lead went in fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.